Manufacturer narrative:
Concomitant medical products: product ID: 407658, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product ID: 407652, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a septic left wrist infection. Vegetation was also noted on the atrial lead. The implantable pulse generator (ipg) system was explanted and a new system will be implanted at a later date. No further patient complications have been reported as a result of this event.